Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a lab blood glucose result of 81 mg/dl, aviva system blood glucose result of 141 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.